Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing reproduced the reported event. The ultrasound image did not appear and error 580 was reproduced. A review of the device history record found no deviations that could have caused or contributed to the image issue or error code. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the ultrasound image did not appear and the error was displayed due to damage to the ultrasonic transducer and corrosion of the ultrasonic connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not apply or drop the tip, soft, curved, manipulated, universal cord, or scope connectors of the endoscope. Also, do not bend, pull or twist with strong force. The device may be broken, causing injury to the body cavity, resulting in burns, bleeding, perforation, or dislodgement of parts". Olympus will continue to monitor field performance for this device. In addition, angulation in the down direction was reduced due to elongation of the angle wire, there was corrosion on the ultrasonic connector due to handling, the up/down angulation knob could not be locked due to deterioration of the friction plate, the surface of the probe was floating due to physical stress, and there were scratches on multiple parts of the device due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the ultrasound image did not appear and error 580 was displayed from the device during an unspecified diagnostic procedure. The test was completed after another similar device was obtained from a nearby facility. There was no harm or user injury reported due to the event.